Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient seemed still to be getting some therapeutic benefit, but it seemed to have dropped off some. It was also stated that when the patient was at physical therapy, he had to lay with his chest supported by a big ball and it was speculated that this affected the system; the health care provider (hcp) told the patient he should not do that. The patient also reported that his medication was wearing off every 4 hours and when it wore off, he noticed stimulation was not working as well. The patient was redirected to the hcp. The patient's concomitant medications included sinement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.